Event description:
Pt underwent the removal of a bard/port catheter. M.d. Noticed the tip of cathter missing. X-rays & fluoroscopy were negative. Surgeon thought tip could have gotten into tissue. Pt went into ventricular stand still. Tip of catheter retrieved. Pt is ok.